Event description:
The initial reporter received a questionable trigl triglycerides result from one patient sample tested on the cobas 6000 c501 module. The initial result was reported outside of the laboratory. The initial result of the undiluted patient sample was 748 mg/dl. The first repeat of the undiluted patient sample result was 435 mg/dl. The second repeat result of the undiluted patient sample was 745 mg/dl. This result was deemed correct. The third repeat result with the patient sample diluted three-fold was 734 mg/dl.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer inspected the module and found that the fifth nozzle from the washing mechanism had a crack in the waste suction tube. He then cut the cracked portion of the tube and taped the tube connection. He ensured that the water and detergent flow for the wash mechanism was normal. He performed a five-time replicate test of a sample; the results were successful. He performed mechanical and instrument checks with successful results. The investigation determined that the event was caused by insufficient service maintenance. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.